Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and fall. It was also reported that the right atrial (ra) lead exhibited undersensing and that the right ventricular (rv) lead exhibited high sensing integrity count. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing.